Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl (500 mcg/ml at 787.24 mcg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2018, the patient reported she was hearing an alarm from the pump and saw an 8286 (empty reservoir) code on her ptm (personal therapy manager). The event date was (B)(6) 2018. She was due for a pump refill tomorrow (B)(6) 2018. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 06-mar-2018 from a healthcare professional who reported that the cause for the patient hearing the alarm and seeing the empty reservoir code on her ptm (personal therapy manager) was that she had ignored an appointment. The pump was refilled. It had 1 cc remaining. No further complications were reported/anticipated.